Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by clearing the alarm, disconnecting the infusion set, running the fill tubing until drops were observed, reconnecting the infusion set, and resuming insulin. During troubleshooting an o-ring was identified on the pneumatic tap. To resolve the issue the caller removed the o-ring from the pump, changed pump supplies, and resumed insulin.